Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the stylet would not advance more than a few centimeters past the proximal end of the pacing lead, and that the stylet could be visualized in the outer insulation. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.